Event description:
The physician reported to the gore associate that: a pt underwent an abdominal wall reconstruction including a delayed abdominal closure. During the course of treatment, it was observed that no granulation tissue formed and that closure was performed about 60 days after placement without removal of the device. Subsequently, the pt developed an infection resulting in the explant of the device. The IFU indicates that when using the device as a temporary external bridging device, the entire device should be removed as early as clinically feasible, not to exceed 45 days after placement. The current pt condition is reported to be stable.

Manufacturer narrative:
Method - sample not returned for eval, review of info provided by the user. Conclusions - is based upon review of info provided by the user. A review of the mfg records verified that the lot met all pre-release specs. The device was not returned. Consequently, a direct product analysis was not possible. The potential for complications, such as described in the original report, is identified in the instructions for use with a warning that states, "when using this device as a temporary external bridging device where primary closure is not possible, use measures to avoid contamination. The entire device should be removed as early as clinically feasible, not to exceed 45 days after placement." All info has been placed on file for tracking, trending and follow-up.